Event description:
Pt approx 1 year status post zerop procedure at levels c5-c6 and c6-c7 returned to surgeon for routine follow-up. Pt was asymptomatic, and surgeon took x-rays to confirm fusion. X-rays confirmed that fusion was achieved, but surgeon noted from x-ray that one of the c7 screws had migrated. Pt was returned to operating room to remove 1 migrating screw. No revision to any other product.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number were not provided.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6). Product code is hwc. Operator of device is health professional. Device is not distributed in the united states, but is similar to device marketed in the USA. Labeled for single use: yes. Placeholder